Manufacturer narrative:
(B)(4).

Event description:
The physician used an nc sprinter balloon dilatation catheter to pre-dilate a mildly tortuous lesion exhibiting 80% stenosis in the lad. The device had been removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. No resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that difficulties were encountered removing the device following balloon inflation. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. Device was not used again. No damage was noted on the guidewire post removal. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the distal tip of the nc sprinter device was slightly stubbed. The balloon appeared deflated. The balloon was negatively purged and appeared to deflate further. The balloon deflated profile was within specification.